Event description:
Clinic notes were received for patient's generator and lead replacement. Notes indicate that the patient's device was disabled in the past but the magnet is still enabled. Magnet is not used much because of the seizure duration being brief. But the caregivers wonder if the vns is shorting. Notes also indicate that the stimulation triggers drop attacks for patient. No additional information has been received to date.

Event description:
Patient underwent generator replacement surgery due to battery depletion. The lead was not replaced at that time. No additional relevant information has been received.